Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited ventricular sensing issues on telemetry and low r-waves were noted on the transmission report. The leadless ipg remains in use. No patient complications have been reported as a result of this event.